Manufacturer narrative:
(B)(4).

Event description:
Review of the pump data logs by tandem technical support verified that the corresponding data to the reported information was for 6/19/2018. Bolus activity was not observed on 6/18/2018. Additionally, it was verified that the pump time and date are accurate. Review of the bolus data verified that all requested boluses completed successful deliveries. Additionally, no corresponding alarms were observed to indicate that insulin delivery had been suspended. Multiple attempts were made to relay this information to the customer; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) meter registered a "high" reading between 700-800 (mg/dl), and subsequently passed out and sustained a hairline fracture to the knee from falling. The customer went to the emergency room (ER) on (B)(6) 2018, and was subsequently hospitalized. The customer received 40 units of lantus in the mornings and humalog on a sliding scale for treatment. The customer was released from the hospital on (B)(6) 2018, with the issue resolved. Reportedly, the pump calculated a bolus of 15 units, and only 4 units were delivered. Although requested by tandem technical support to perform troubleshooting, the customer declined.